Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. The customer stated the sample was tested in a false bottom tube in a false bottom tube rack. The patient's initial hcgb result was 14.18 miu/ml and it was reported outside the laboratory. The result was questioned by the emergency room. The sample was repeated on the original analyzer and the result was 5672 miu/ml. The sample was then tested on another e601, serial number (B)(4), and the result was 5613 miu/ml. The repeat results were considered correct. The patient was not treated because of the original result. There were no adverse events. The hcgb reagent lot number was 16758402 and the expiration date was 07/31/2013. The field service representative found the sample probe voltage at the liquid level detection (lld) board was low at 1.91 volts. He adjusted the sample probe lld voltage to 2.0 volts. He ran performance testing with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The cal 2 calibration signal was comparatively low, but the quality control data was within range. There was no indication of a reagent issue. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. It was also noted the laboratory's humidity level was out of the instrument's recommended range.